Manufacturer narrative:
The electrode was returned in two segments. Resistance tests were completed to assess electrical performance and inner insulation integrity. Measurements throughout these tests were within normal limits. Laboratory analysis did not identify any electrode characteristics that would have caused or contributed to the reported clinical observations.

Event description:
It was reported that this patient with a subcutaneous implantable cardioverter defibrillator (s-ICD) system had high system impedance measurements measuring, 180 ohms. At implant, system impedances measured 120 ohms. Technical services discussed possible causes and provided troubleshooting options. Additionally, it was noted that shock lead impedances have been gradually rising. An x-ray was obtained, and the coil was determined to be too superior. The patient was brought back for defibrillation threshold (dft) testing however, it failed to induce ventricular fibrillation (vf). Additionally, it was noted that the battery percentage was at fifty percent. Subsequently, the system was explanted and replaced with another system. No additional adverse patient effects were reported.

Event description:
It was reported that this patient with a subcutaneous implantable cardioverter defibrillator (s-ICD) system had high system impedance measurements measuring, 180 ohms. At implant, system impedances measured 120 ohms. Technical services discussed possible causes and provided troubleshooting options. Additionally, it was noted that shock lead impedances have been gradually rising. An x-ray was obtained, and the coil was determined to be too superior. The patient was brought back for defibrillation threshold (dft) testing however, it failed to induce ventricular fibrillation (vf). Additionally, it was noted that the battery percentage was at fifty percent. Subsequently, the system was explanted and replaced with another system. No additional adverse patient effects were reported.